Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. No service history found. During inspection, the latch/lock sensor was found to be corroded and worn internally. The latch/lock sensor was replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was update and the device was reset to standard configuration.

Event description:
The customer returned the product for "replace keypad", during physical inspection it was found that latch/lock sensor was corroded and worn internally. There was no patient involvement.